Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-01502, 6000093-2007-02070. It was reported that 623 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi) and expired. Eleven days prior to the index procedure, the patient presented with continuing occasional angina. A thallium study showed a large reversible anterior defect. Per office progress note of that day, the patient was managed medically after being hospitalized for unstable angina two months ago. The index procedure treated a 2.5x15mm, 95% stenosed, mildly calcified, and moderately tortuous lesion in the proximal left circumflex (prox lcx) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 2.5x24mm and 2.5x12mm respectively. There was no residual stenosis. The procedure also treated a 2.5x8mm, 80% stenosed, mildly calcified, and mildly tortuous lesion in the proximal right coronary artery (prox rca) with predilatation and placement of a taxus express2 3.0x24mm drug eluting stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. At 623 days post index procedure, the patient was brought to the emergency room by his family. The patient was in apparent respiratory distress and was eventually intubated. The patient had been experiencing dyspnea with minimal exertion for about a week. By the time of admission, the patient had experienced several days of continuous shortness of breath. Portable chest x-ray showed borderline cardiomegaly, increased bibasilar markings; it was felt this could indicate infiltrate versus congestive heart failure. ECG showed "a supraventricular tachycardia with a rate of about 174 per minute, and some premature ventricular contraction (pvc) activity. Inferolateral st and t-wave changes were noted, which may be rate related." Cardiac enzymes were elevated and met guideline criteria for myocardial infarction. The patient was treated with rocephin and zithromax for pneumonia and septic shock. He was also treated with several boluses of normal saline for persistent hypotension. The nursing discharge notes indicated the patient coded and then expired. The patient expired at 20:25 pm that day. The cause of death is sepsis. There was no autopsy performed. The physician assessed the device causality of the mi and death as "unk".